Event description:
It was reported that a merlin.net transmission showed an alert for a device that went into back up vvi mode. A software download was performed successfully. There were no adverse events.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.